Event description:
It was reported that the screen on the xenon light source would flicker and turn black when the elektromedizin gmbh (erve) generator was active. One of the video cables were swapped out but the problem persisted. The issue occurred during in the middle of a diagnostic, colonoscopy procedure. The procedure was completed using the same device. There was approximately a five-minute delay. The patient was not under anesthesia. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   New information added on fields: d8 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. The device was not returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the issue occurred due to user handling. Olympus will continue to monitor field performance for this device.